Event description:
It was reported during a scheduled transmission review on the implantable pacemaker, this right ventricular (rv) lead shows an increase in pacing impedance. It was noted there was a high out-of-range impedance alert last year for a measurement of 2,007 ohms triggering a lead safety switch (lss) from bipolar to unipolar configuration. There were also ventricular events recorded that show oversensed noise on the rv channel. The ventricular impedance continues to increase since the switch to unipolar configuration with a current pace impedance measurement at 1,758 ohms. The battery longevity is normal, however further review was recommended. The rv lead and this implantable pacemaker remains in service. No adverse patient effects were reported.